Event description:
Consumer stated the blue bristles fell out of the brush head. She used it for 1 1/2 weeks. This is the first time she has purchased this product. Consumer returned the product to the store. Emailed cvs and requested product but was unable to retrieve the product.